Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt did not have stimulation for approx one yr. There was no known related incident or accident reported. An x-ray was performed and the ins was palpated with no results provided. The following impedance readings were noted: ch1: 1+0+3-, 3.0 volts, impedance = 2,827 ohms; ch 2: 5+6+7+ and impedance = 1,275 ohms. Increasing to 10 volts was attempted with both, but there was no response. It was further reported that a low battery occurred during a programming session. Impedance readings were then checked and were greater than 4,000 ohms on some of the bipolar pairs. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).